Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
According to the reporter, during a total gastrectomy (esophagus-jejunal) procedure with anastomosis was performed in a male patient with gastric cancer. A mechanical suture device was used. During surgery complete donuts were noted. The pneumatic test was negative. On an unspecified date it was noticed dehiscence higher than 50 % in the anastomotic line with a post-operative content leak. Reoperation was necessary, and an ileostomy was created. No bleeding in excess of 500 cc was reported. No sample was available.